Event description:
It was reported that this event occurred in the operating room. The anesthesiologist attempted to catheterize a central line into the male pt's right interior jugular vein. The swg may have become blocked within the catheter. They "put extra power to have the wire out from the catheter then the wire deformed." As a result, the device had to be surgically removed. There was a delay reported, however, there were no resulting complications, injury, death, or harm to the pt as a result of this occurrence.

Manufacturer narrative:
(B)(4).